Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced bleeding and swelling at the incisional site as well as an abscess. Subsequently, the patient was prescribed oral and injectable antibiotics (date not reported). The implanted device remains.